Event description:
A male underwent aaa repair in 2005. One main body was placed, as well as an iliac leg graft with no difficulties. The proximal neck of the aneurysm had enlarged beyond the diameter of the initial device. Additional device placement was deemed necessary by the performing physician in order to ensure device longevity. So in 2009, a renu cuff was placed. The outcome of the patient is unknown. The outcome of the patient is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU), the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. Based on the provided details of the case, further information has been requested from the sales representative to ensure an endoleak was not present. If contradictory information is received, the investigation will re-opened. At this time, there is no evidence to suggest the device was not manufactured to specification. The root cause for the aneurysm growth is unable to be determined at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.